Event description:
It was reported to covidien on (B) (6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out. The catheter was implanted (B) (6) 2009 and came out (B) (6) 2010; the sutures were still there. Catheter needed to be replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.